Manufacturer narrative:
Investigation included customer interview and complaint record review. Investigation of this case revealed a suspected display/backlight failure. It was concluded that the device exhibited a display malfunction that impaired usability without evidence of patient injury.

Event description:
It was reported that the ilet display stopped illuminating on power-up and appeared blank unless viewed under an external light, consistent with a screen backlight or display visibility malfunction; a replacement device was shipped. Symptoms included difficulty viewing on-screen information. Outcomes included interruption of normal device use due to reduced screen visibility.